Event description:
The customer called technical support (ts) reporting that the device displayed an error code 1108 machine pressure sensor auto zero failed message. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed has confirmed diagnostic code 1108 in the v60 significant event log on 4 separate occasions. The rse provided customer with the part # for the v60 solenoid and data acquisition board. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.